Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer received a blank display. The customer's blood glucose was unknown. After troubleshooting, the customer was not able to clear alarm. They were advised that insulin pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in spec. No unexpected blank display. Lcd board passed testing. Compromised force sensor system alarm during prime test due to moisture damage force sensor resistor. No moisture damage electronic assembly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.